Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter continued to display the apply sample message when performing a blood glucose test. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2010 at 5:45 am. The patient advised the cca she manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took prior to the start of the alleged issue. Immediately after the alleged product issue, the patient claimed she felt symptoms of shaky and low sugar. An hour later, the patient took food and/ or drank a beverage as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used for testing. The cca tried to walk the patient through a retest to resolve the alleged product issue. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint is not confirmed. The meter powered on with button and with insertion of strips and did not observe the meter spontaneously turn off after strips were inserted. This is a final report.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported her freestyle freedom meter turned on and off after test strip insertion. Customer denied experiencing any symptoms when the meter issue occurred but reported eating food since she knew her blood glucose was low. Customer also reported one episode of passing out without experienced any symptoms at that time; however, customer was upset and refused to complete the medical survey. It is unknown whether or not customer loss of consciousness during her event. Despite multiple attempts to contact customer, adc customer services were not able to reach customer for additional information. There was no report of death or permanent impairment associated with this event.